Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr module was affected by plastic recall, r118 front cover, handles, rear case, r090-syr/pca gripper, r111-syr/pca sizer misaligned and customer is requesting repairs for pressure sensor error. There was no reported patient involvement.